Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer septal occluder was selected for implant using an unknown abbot delivery system. During the procedure, while deploying the device, it presented in a bulging deformation. The device was removed and replaced with a 34mm amplatzer septal occluder to resolve the event. There was no kink in the delivery system or interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer septal occluder was selected for implant using an unknown abbot delivery system. During the procedure, while deploying the device, it presented in a bulging deformation. The device was removed and replaced with a 34mm amplatzer septal occluder to resolve the event. There was no kink in the delivery system or interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.